Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate 10-month-old male a patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing using the returned multifunction cable, without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.